Manufacturer narrative:
Product analysis conclusion; the device returned with the external slider in the home position and the tip capture release handle in the open position. There was no deformation visible to the graft cover following tactile inspection. The external slider appeared to meeting resistance at one point along the screw gear when retracting with the trigger engaged. This resistance could also be felt when rotating the external slider over this point, but to a lesser degree. The handle was disassembled, and the external slider was removed. The threading of the screw gear appeared to be slightly misaligned at the seam. The t-bar could be advanced and retracted without issue. The distal end of spring appeared to have overlapped the 2nd most distal spring coil, causing the external slider to stick. The spring was removed, and no damage was found, and no issues were found with the slider when the spring was reassembled. The reported inaccurate delivery could not be confirmed through the analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant captivia stent graft was implanted during the endovascular treatment of an descending thoracic aortic ulcer with intramural hematoma. It was reported during the index procedure the delivery system of vamf3030c200te was successfully delivered and was ready to be delivered along the guide wire to the distal end of the left subclavian artery opening in the arch for deployment. After the stent was delivered to the predetermined area, angiography confirmed that the stent graft marker point was located at the distal end of the left subclavian artery opening, and the position was correct. Deployment of the stent was then started. Due to the twisted arch resistance during deployment was large. After the bare stent was deployed and opened, it was observed that the stent had obvious forward jump displacement. Immediately, angiography confirmed that the stent moved forward and completely blocked the patient's left subclavian artery opening. The thoracic aortic stent graft delivery system was then withdrawn, and in situ fenestration was performed. A balloon-dilated stent was implanted to reconstruct the blood supply of the left subclavian artery, and the operation was completed per the physician the cause of the occlusion was due to the forward displacement of the stent. No additional sequelae were reported and the patients is fine.

Manufacturer narrative:
Film analysis summary: the reported inaccurate delivery and occlusion were confirmed on the films provided. Lack of angiogram videos showing the real-time deployment of the device would have provided for improved analysis of the event, but these were not received for review. A possible cause of the inaccurate delivery of the valiant captivia could be tortuosity or angulation of the aortic arch, but this could not be confirmed. Analysis of the returned still angiogram images did not reveal any out of specification stent graft integrity issues. B5; additional information received: it was reported that the deployment steps were followed per the instructions for use (IFU). The physician believes that the patient's aortic arch had a large curvature angle and during the deployment stage, when the quick release button was pressed and back sliding handle was pulled, large resistance was felt and the sliding handle could not be pulled back smoothly and quickly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.